Manufacturer narrative:
Additional information was received. The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. It is possible that the root cause might be attributed to the design of the hand piece. Applied medical has implemented device enhancements intended to minimize the potential for this type of event to occur. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member on (B)(6) 2015: the unit will not return. It was contaminated and was disposed of. The procedure was a hemicolectomy. They are unsure what the suction pressure was set to during the operation. No damage was caused to the patient. No surgical intervention required. The bowel did not make it to the handpiece. The bowel was released from the probe by disconnecting the suction tube. They are unsure of the sequence of events.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap general procedure - "the suction part was activated and became stuck down, sucking up bowel and causing damage." Patient status- "fine."